Event description:
It was reported that the 9900 system had a superimposed image on the left monitor with an x-ray error message. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call.